Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ra lead dislodge was confirmed via chest x-ray, and the patient is scheduled for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds, undersensing and suspected dislodge. The ra lead remains in use. No patient complications have been reported as a result of this event.